Event description:
It was reported that during a colectomy procedure, the staples would not hold. The staples would not hold on the rectum after using the first blue cartridge. No section issue. No buttressing material used. The instrument was not fired across or near an existing staple line or clip. The surgeon did a manual suture to perform the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned additional information: the staples stayed in place but were not forming correctly. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.